Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 3/24/2026 and 3/25/2026. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.